Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported the device has spontaneously turned therapy off twice since november. Pt reports did get a new car in october and inquired about possible emi. Agent reviewed. Pt inquired if bluetooth connection intervene with implant and agent reviewed. Pt reports symptoms returned and that's how pt found out therapy was off. Agent recommended pt turn therapy off before driving. Pt will turn therapy off before driving and assess if issue is resolved.